Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that she had issue with 2 of her sensors. The customer¿s blood glucose was unknown at the time of incident. Customer stated that needle was detached. Customer also states that sensor was not stuck to the adhesive. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and found sensor broken. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.